Event description:
Caller reported an error with the continuous glucose monitor (cgm) displaying error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided a complete pump reset procedure and guided the caller through the process, resulting in the successful initiation of a new sensor session without further errors.